Event description:
It was reported that, after left bhr surgery was performed on (B)(6) 2011, the patient experienced metallosis, pain, instability, and three dislocations. This adverse event was treated with revision surgery and open biopsy on (B)(6) 2022. After this procedure, the patient was transported to the recovery room in stable condition. In addition, the patient had previously underwent a primary right bhr surgery on (B)(6) 2007, however, no complications have been reported regarding the right hip.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the femoral head and acetabular cup was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other complaints were identified to involve the femoral head batch number; nonetheless, other complaints were identified to involve the acetabular cup batch number. Other similar complaints were identified for the part number and the reported/related failure mode of the femoral head and the acetabular cup. This failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. With the information provided, the revision intraoperative findings of absence of posterior capsule of the hip cannot be ruled out as a contributing factor to the reported dislocations. The pain, elevated serum and synovial metal ions, dark reddish black fluid, and absence of posterior capsule of the hip may be consistent with the reported metallosis; however, with the information provided the clinical root cause of the reported clinical reactions/ events cannot be confirmed, and it cannot be concluded that the reported clinical reactions/events were associated with a mal performance of the implant. Repeated dislocations with metal on metal components can also lead to metal debris and wear. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.